Event description:
It was reported the system locked up or frozen during boot up of the system. There were no reports of an injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.